Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 51,666 joules and 11:07 minutes of use the fiber broke and began forward firing. It was noted that the fiber was confirmed to be in good condition after unpacking and preparation. Pressurized saline irrigation was used and the metal cap did not physically detach from the fiber. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the fiber could be performed. Review of a video provided by the customer confirmed the reported fiber break and forward firing. Review of the video identified the fiber likely experienced inadvertent heavy tissue contact and a decrease in saline flow. This is likely to have contributed to continuous elevated temperatures to the output window leading to the fiber break. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 51,666 joules and 11:07 minutes of use the fiber broke and began forward firing. It was noted that the fiber was confirmed to be in good condition after unpacking and preparation. Pressurized saline irrigation was used and the metal cap did not physically detach from the fiber. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 51,666 joules and 11:07 minutes of use the fiber broke and began forward firing. It was noted that the fiber was confirmed to be in good condition after unpacking and preparation. Pressurized saline irrigation was used and the metal cap did not physically detach from the fiber. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap is securely in place and does not show any signs of detachment. The hene (helium-neon) laser fixture testing did not find indications of breakage along the length of the fiber. However, analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The reported event is confirmed based on this specific finding. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.